Event description:
It was reported that during the implant procedure, there was high impedance on the right ventricular (rv) coil of the rv lead. The doctor replaced the rv lead as well as the implantable cardioverter defibrillator (ICD) with a new rv lead and new ICD, as the doctor suspected there could be some problem with the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.